Event description:
A confirmed motor stall was noted in event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI. The patient had the MRI 2 hours ago. The pump had been checked 4 times since the MRI and it continued to show a motor stall alarm. The pump was used to deliver lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Catheter model # 8709sc, lot # n262599001 , implanted: (B)(6) 2010 explanted unknown.

Manufacturer narrative:
(B)(4).